Manufacturer narrative:
No unexpected scrolling/cycling of numbers noted during testing. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was not responsive. The customer's blood glucose was unknown at the time of incident. The customer stated that they needed to push down on the buttons for them to respond. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.